Event description:
Report rec'd of a pt receiving more normal saline than was ordered. The pt was with a history of renal failure requiring kidney dialysis. The pt was in the dialysis unit and had started treatment for that day. Reportedly, the pt had a decrease, in blood pressure and experienced a syncopal episode. Pt was transferred to the emergency room (ER) for administration of hydration fluids. The pump was programmed on the primary line to deliver a 1000ml bag of normal saline at a rate of 999ml/hr with a dose limit of either 300ml or 500ml. The nurse reported she relies on the pump alarm to alert her when the dose limit is completed. The infusion was started and the pt was transferred to the x-ray department. The pt returned within an hour and the doctor observed that 800ml had infused from the 1000ml bag. It was unknown if the pump alarmed and was reset while the pt was in the x-ray department. The pump was removed from clinical service and the normal saline was placed on a tko (to keep open) rate via gravity. The pt did not experience any adverse effects. Though requested, there was no further info available.